Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced a broken safety mechanism. The following information was provided by the initial reporter: event date: (B)(6) 2019. Transfusion to be made before the operation on patient. The needle cannot be retracted in penetration. The catheter was removed and replaced.

Manufacturer narrative:
Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced a broken safety mechanism. The following information was provided by the initial reporter: event date: (B)(6) 2019. Transfusion to be made before the operation on patient. The needle cannot be retracted in penetration. The catheter was removed and replaced.